Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fiberoptix sensor (fos). The 40cc driveline tubing typically supplied with the iab kit was returned connected to the inflation lumen and filled with blood. The arterial pressure (ap) line was connected to the injection lumen. The bladder membrane was filled with dried blood. A kink was noted approximately 51.0cm from the distal tip of the catheter. The fos connector and cal key were examined. The gray fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the intra-aortic balloon pump (iabp). The cal key was recognized. The pump status was ok. The fiber was fully intact. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. See other remarks section for continuation. Other remarks: under microscopic inspection, a cut consistent with contact from a sharp was noted approximately 21.0cm from the distal tip. No abrasions were noted. A lab-inventory spring wire guide (swg) was inserted through the luer end of the catheter. Resistance was noted approximately 23.0cm from the luer end of the catheter, which is the location of the previously noted kink. The swg was not able to advance. The swg was inserted through the distal tip of the catheter. Resistance occurred at the previously noted kink; the swg was not able to advance. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A cut consistent with contact from a sharp was noted on the bladder membrane. The root cause of the damage is undetermined.

Event description:
It was reported that according to the cns (clinical nurse specialist) the iab (intra-aortic balloon) was inserted into the patient's femoral artery. The pump alarmed for possible gas leak; system checked, blood noted in gas exchange tubing. This occurred during night shift. The staff reported that no balloon waveforms were available to assess at time of the review. The sales representative found out that since the patient was close to the wean stage, the iab was removed without incident and was not replaced. It was reported that blood got back in the helium driveline, only about 1/4 of the way from the bifurcation, the additional 3/4 of the tubing and the helium connector were clear of any blood.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that according to the cns (clinical nurse specialist) the iab (intra-aortic balloon) was inserted into the patient's femoral artery. The pump alarmed for possible gas leak; system checked, blood noted in gas exchange tubing. This occurred during night shift. The staff reported that no balloon waveforms were available to assess at time of the review. The sales representative found out that since the patient was close to the wean stage, the iab was removed without incident and was not replaced. It was reported that blood got back in the helium driveline, only about 1/4 of the way from the bifurcation, the additional 3/4 of the tubing and the helium connector were clear of any blood.